Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing and shock impedances over the course of one year. The pacing impedances rose from 1100 ohms to 1800 ohms, while the shock impedances reached out-of-range values, measuring above 145 ohms. Additionally, elevated pacing thresholds were observed. Technical services (ts) indicated that lead calcification was suspected based on the diagnostic findings. Subsequently, the patient underwent a revision surgery during which the rv lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was also explanted during the procedure as it had reached the elective replacement indicator (eri). No additional adverse patient effects were reported. This rv lead has not been returned for analysis.